Event description:
On 6/2003, the pt reportedly was unable to hear while using their sound processor. The pt's parent exchanged external equipment. However, the problem was not resolved. The pt was seen later twice for device eval. Testing indicated that the device was not functioning. In 2003, the pt was seen by a co rep. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Explant surgery is to be scheduled.